Manufacturer narrative:
Review of the device logs received show that the pcu event log did not have any information regarding the reported event date and only has entries for the timeframe between 27 february 2018 and 01 march 2018. The other log received was for pump module s/n (B)(4). No logs were received for the reported source device which was syringe module s/n (B)(4). File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that an infusion was started; the mar showed the infusion was started and documented. However, when the documentation was reviewed, the mar showed the medication was still due. There was no report of patient harm.